Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose levels of 560 mg/dl and gastroparesis. Customer¿s current blood glucose level was 430 mg/ml. Customer had symptoms such as throwing up, chest and stomach hurt, difficulty breathing and thirsty. Customer declined troubleshoot for high blood glucose level. The product will not be returned for the analysis.